Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex artery with mild tortuosity and heavy calcification. The 3.0 x 28 mm xience pro stent delivery system (sds) was advanced, but after several attempts, the sds could not cross due to the anatomy. The sds was removed, and dilatation was performed fo further prepare the lesion. The sds was re-advanced, but the proximal shaft kinked. While pushing the sds further, the shaft separated outside the anatomy. The sds was easily removed and replaced. A new 3.0 x 28 mm xience pro sds was used to complete the case with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft kink and the reported shaft detachment were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.